Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that she received a "low battery" alarm and found that battery fluid had leaked into the battery compartment. She reported that the entire pump housing felt hot to the touch but not hot enough to burn her skin or cause any injury. She says that the pump was used in water but denies any visible moisture ingress.